Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 63 mg/dl. However, when the paramedics arrived, her blood glucose reading was 43 mg/dl and she was unconscious. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.